Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation video cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of a usable live fluoroscopic image. No pt or user injury was reported.